Manufacturer narrative:
Visual examination found confirmed rod breakage. Review of the device history record could not be performed as the lot code was not present on the returned rod sections. A 12 month review of the complaint trend analysis for the product code found no related complaints regarding rod breakage. The root cause of the rod breakage cannot be positively determined from the sample and information provided. However, the fracture analysis results show that the point where the rod broke feature a grainy/rough region and progression lines which is indicative of fatigue failure. This implies that the fracture first propagated and then full failure/breakage took place, presumably when the strength of the remaining region did not have the strength to bear the load. No material defects or other abnormalities were observed in this analysis. The reported size of the patient and the non-union may also have contributed. No corrective and preventive action (CAPA) is necessary at this time as there no defects or abnormalities were observed in the analysis and no systemic trend were found. Therefore, this complaint will be closed with no further action required. Note: a concomitant device sfs cross connector that was also returned was found to have broken at the neck of one of its sides. Per fracture analysis it appears to have experienced an overload failure appears to have occurred due to unanticipated forces being applied to the device following fracture of the two moss miami titanium rods (on this mfg. Medwatch report and mfg medwatch report no. 1526439-2014-12109). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports revision surgery was performed due to non-union and post-operative breakage of two moss miami titanium rods. The patient had experienced pain. The broken rods were explanted and replaced. The patient was and still is overweight. The following mfg. Medwatch reports are being filed for the two rods that broke post-operatively: 1526439-2014-12109, 1526439-2014-12110.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.